Event description:
On (B)(6) 2014, the reporter contacted lifescan (B)(4) alleging incorrect product in the ot verio test strip carton, two vials of ot verio test strips had different lot numbers. This complaint is being reported because the alleged issue remained unresolved at the time of troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 ¿ (12/01/2014). The patient¿s test strips #3590047 and #3584236 have been returned on 10/22/2014 and 11/13/2014, respectively, and evaluated by lifescan product analysis on 11/17/2014 with the following findings:the test strips #3590047 passed all testing with no faults found. The reported issue could not be confirmed. The test strips #3584236 involved with this complaint failed testing. The test strips #3584236 were evaluated and the primary complaint was not confirmed; however, a secondary issue was noted when the returned lfs verio vial contained incorrect ultra test strips. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.